Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to sic and high rate non-sustained tachycardia episodes. Noise was observed on the remote transmission for the rv lead. An impending fracture is suspected. At the lead revision procedure the rv lead was attempted to be laser extracted but was unsuccessful therefore the lead was abandoned and replaced. No patient complications have been reported as a result of this event.